Event description:
A break in the retention dome during traction removal. The indwell time was 175 days. The dome portion was removed with basket forceps.

Manufacturer narrative:
The complaint was confirmed, and the cause appears to be user related. The ponsky retention dome tore from the gastrostomy tube. A 0.1 inch gap was found in the dome material that remained adhered to the tube. The gap coincided with the obturator pocket. Opposite from the gap, the dome material that was attached to the tube came to a point, which appears to be the terminus of the tear. It appears that the tear initiated near the obturator pocket. Residue was visible within the ponsky tube. It is possible that excessive force was applied during the removal of this device and that the dome material was stretched beyond its elastic limits during removal. The complainant indicates the device had been in place for 175 days. A chr was not completed since the lot info was not provided by the complainant.